Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) added here due to character limitation in respective field. The device was returned to olympus and the customer's allegation was confirmed. The device evaluation found that switch 2 had a cut causing water tightness to be lost. The customer confirmed the following details regarding the reprocessing: the device was cleaned, disinfected, and sterilized (cds) before returning to olympus, there was no delay in the start of precleaning, the air/water nozzle was flushed with water and air, and there were no abnormalities in the accessories used for reprocessing. It was unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges, or if the air/water nozzle channel was flushed with detergent solution. The customer did not know what the foreign material was and there were no concerns about the reprocessing. In addition to the reportable malfunction documented in b5, the additional device evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of up/down knob was out of the standard value due to wear of the angle wire, water removal ability did not meet the standard value due to clogging of the nozzle, the universal cord had a scratch, switch 1 and switch 4 had scratches, the adhesives around the objective lens had a white-clouded area, the plastic distal end cover had a scratch and a dent, the connecting tube had a dent and a scratch, and the adhesive on the bending section cover had a chip, a crack, and a white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus gastrointestinal videoscope had a hole in button number 2. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.